Event description:
It was reported that the physician felt that there was excess curvature of the lead upon visual inspection. Some difficulty was noted upon stylet insertion. The lead was able to be successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.